Manufacturer narrative:
The issue was isolated to the power supply assembly, which was replaced by a field service engineer and the instrument was returned into an operable status. Evaluation of the returned power supply assembly by a subject matter expert (sme) found no evidence of smoke or burnt on its surface area; the sme did find visible sign of smoke at the air vent. The sme concluded that excessive lint build up inside the power supply assembly caused the sparks seen by the customer. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 1800 instrument in regards to the reported event.

Event description:
The account stated the cell-dyn 1800 analyzer generated sparks after being turned on. Initially, the account stated the cell-dyn 1800 analyzer was emitting a burning smell and the surge protector was tripped. Then, the account attempted to restart the cell-dyn 1800 analyzer and noticed sparks from the side of the analyzer. The cell-dyn 1800 analyzer was turned off. No injury was reported.

Manufacturer narrative:
Spark; no patient involvement; evaluation in process. A follow-up report will be submitted when the evaluation is complete. Evaluation in process.